Event description:
It was reported that two set screws were not broken off on one side. The surgeon did not realize the set screws were not broken off until the patient was out of surgery and in recovery. The patient returned to the operating room. The wound was re-opened and the set screws were broken off. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Method = setscrew. With the available information, the reported event is not related to product performance, manufacture or design.